Event description:
Same case as MFR report #2134265-2009-01412. It was reported that during a stenting treatment procedure, stent deployment difficulties and a balloon rupture occurred. The 100% stenosed, calcified, target lesion was in the moderately tortuous superficial femoral artery (sfa). A wanda 5.0-80, 80 balloon catheter was inflated twice to 8 atmospheres (atms) to predilate the target lesion. A wallstent 7x67x75/ iliac 6f unistep plus was advanced and implanted to treat the target lesion. It was noted that the stent did not fully deploy. The wanda 5.0-80, 80 balloon catheter was then readvanced into the pt and inflated to 10 atms for post-dilatation of the wallstent. The balloon ruptured. Post-dilation was completed with a wanda 6-80mm balloon catheter. There were no pt complications reported with the pt's current condition listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.